Event description:
Paramedics responded to a person in cardiac arrest, possible methadone overdose and down for an unknown period of time. The device was connected to the patient with disposable defibrillation/ECG connectors. When the operator attempted to switch to paddles lead, the drop-down menu did not have paddles as a choice. A backup device at the scene was then used to continued the code. Patient was not resuscitated. The reporter indicated that alleged device malfunction did not cause or contribute to the patient's death because the patient was down a long time and a backup device was immediately available at the scene.